Event description:
It was noted that the pump site was reddened during an appointment. The patient experienced intermittent fever, up to 101 degrees, erythema and mild seroma at the pump pocket for 1 week prior. Fluid was aspirated from the site. Cultures noted to be positive for mrsa. The patient received 2 weeks of intravenous vancomycin. The pump was explanted and a partial catheter retained for a lumber drain to wean the patient. The catheter was externalized and temporarily connected to an external pump. The catheter was then explanted. The patient was reported to be stable. At an evaluation on (B)(6) 2012, the patient had some minimal erythema of the incision, but nothing obviously infected. Infectious disease also saw the patient and no one recommended restarting antibiotics. The pump delivered gablofen.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Catheter model # 8711, lot # 11906r13, implanted: (B)(6) 2004 explanted: (B)(6) 2012. Analysis of the pump revealed no anomaly found.